Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirts out of the pump. The customer's blood glucose reading was 110 mg/dl at the time of incident. Troubleshooting found that the customer is unable to exit the preparing the prime loop. Troubleshooting found that the drive support cap was normal but customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed the self test and off no power test. The pump was received with a broken off end cap. Unable to perform the functional testing due to the broken off end cap. Unable to confirm the compromised force sensor system alarm due to the broken off end cap. All operating currents were within specification. The pump had a cracked reservoir tube lip and minor scratches on the display window.